Manufacturer narrative:
E.1.(B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the communication bus. The field service engineer (fse) inspected the station and identified that the network interface card was unavailable, requiring replacement of all in one board. The fse proceeded with replacing all in one board and noted that support from the hospital information technology team was required to update the media access control address. The fse also identified that the previous network interface component needed to be uninstalled, and the drawer network configuration required renaming to the appropriate system designation. The fse later confirmed that the hospital information technology team updated the media access control address, after which the station successfully connected to the network. The functionality was verified by the user, and the system was confirmed to be operating properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple hardware failures affected several trays occurred over the past week, resulted in device not detected on bus errors. The users were able to restore functionality; however, the issue recurred on multiple occasions, including thursday and again on monday. During these events, nursing staff were unable to access medications from the machine. Additionally, the station entered disconnected mode over the weekend and was restored followed a reboot. The issue occurred again the followed night and required another reboot the next day to restore communication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.